Event description:
The customer reported that multiple telemetry transmitters were in signal loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that multiple telemetry transmitters were in signal loss at the central nurse's station (cns). According to the customer, the issue occurred after nk installers went onsite to upgrade their telemetry system. Technical support (ts) spoke with the nk installer who later reported that the cable run from the 6th floor to the org closet had a bad termination. After re-terminating the cable, the interference went away. No patient harm or injury was reported. Investigation summary: the root cause is determined to be the facility's network environment. During the upgrading of the telemetry system onsite personnel found a bad termination and repaired it. A review of the serial number history shows no recurrence of the reported issue. Signal loss with transmitters indicates an issue with the wireless medial telemetry service (wmts), covered under 47 cfr part 95. Scenarios where transmitters are not able to transmit properly to the org's will result in signal loss. Transmitters transmit signals to an org which houses a corresponding receiver card. The org then sends that data to a cns to display patient vital signs. Nk field service notes state that the issue of signal loss was resolved after the customer connected loose cables on their orgs. As such the root cause is improper set up. There is no evidence of an nk device malfunction.

Event description:
The customer reported that they're getting signal loss on the central nurse's station (cns) on multiple teles. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the issue occurred after nk installers went on site to upgrade their tele system. Technical support (ts) spoke with the nk installer and he looked into the issue. The nk installer later reported that the home run from the 6th floor to the org closet had a bad termination and after he re-terminated the cable the interference went away. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.